Manufacturer narrative:
H3: ge healthcareâs investigation has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. It was determined that the issue was most likely caused by the patient's pre-existing ear infection. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.

Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that two days following an MRI exam, a patient reported that they had a ruptured eardrum. The patient did not mention any issues on the day of the exam. It is unknown if the patient received any treatment for their condition.